Event description:
This essure implant has caused a lot of stress due to side effects. Sharp pains in my left side where the implant was placed. Had pain running down to beginning of my thigh sometimes. I have also gone through menopausal symptoms which include night sweats, mood swings, and sleep apnea. I have also had dizzy spells at home and work. I have not had a regular monthly period in months. I have also put on a lot of weight since and sex drive is non existent now.